Manufacturer narrative:
On 12-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and after usage on the patient an irrigation issue was noted (the device was not irrigating, including port, luer hub). After the linked pump tube was irrigated with high flow rate without water, the water injection catheter was still not released with the syringe. No error messages occurred. There were no flow rate issues/changes at the start of ablation either. It was also confirmed that the correct catheter settings were selected on the generator. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent into a "z" shape inside the tip area. A manufacturing record evaluation was performed for the finished device number lot 31702845l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. This product issue will be addressed through j&j's quality system. Internal action was opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and after usage on the patient an irrigation issue was noted (the device was not irrigating, including port, luer hub). After the linked pump tube was irrigated with high flow rate without water, the water injection catheter was still not released with the syringe. No error messages occurred. There were no flow rate issues/changes at the start of ablation either. It was also confirmed that the correct catheter settings were selected on the generator. A second device was used to complete the operation. There was no adverse event reported on patient.